Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a sclerotherapy of esophageal varices procedure performed on (B)(6) 2022. During the procedure, when the band was deployed, the bands stuck together and the bands did not deploy off of the ligator. The device was removed and the procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complication reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.